Event description:
The customer reported a "rapid infusion" event. A remicade infusion was started (250 mls to go over 2 hours). The first 80 minutes of the infusion went well, then the pt called the nurse to report that the remainder of the medication infused over 2-3 minutes. The pt developed a severe headache and hypertension. The pt was treated with clonidine 0.1mg sublingual x1 does for b/p 190/102, hr 82. B/p checks were ordered for every 5-10 minutes. The pt was also given sumatriptan 100mg for headache x2. Pt was discharged home. Customer stated that no additional pt or event details are available.

Manufacturer narrative:
(B)(4). The event logs and data set have been received and log review is pending. A follow up report will be submitted once the investigation has been completed. No devices received, log review only.